Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had detected fluctuating pacing impedances from 700 ohms to 1420 ohms with lowering amplitudes on a non-boston scientific defibrillation lead. This device was implanted subpectoral. No adverse patient effects were reported. Technical services discussed troubleshooting.

Manufacturer narrative:
Information suggested the products remained in-service. Investigation had been completed. Should additional information become available this event will be updated.

Manufacturer narrative:
Further information received noted that one day the battery consumption showed 113% and now showing 130%. The remaining longevity continued to fluctuate with the last estimate of 7.5 years to now 7 years. Technical services reviewed that engineering analysis indicated that the pull on power was likely related to frequent interrogations. It was also discussed that the device would likely recover when daily interrogations are discontinued.

Manufacturer narrative:
It was further reported that at the most recent interrogation the ICD displayed the approximate time to explant was six years. The non-boston scientific right ventricular lead also now had a slight rise in thresholds.

Manufacturer narrative:
It was later reported that the device again noted a 116% consumption compared to 103% last week and the remaining time on device had dropped from 10 years last week to now 7.5 years. A save to disk was to be sent for further evaluation.

Manufacturer narrative:
Over (B)(6) years later, it was further reported that this patient was receiving proton beam treatments for cancer, 32 sessions scheduled, and the non-boston scientific lead had higher impedances. The recent values were not provided. During a recent treatment the device had been programmed to monitor only and then interrogated and turned back on afterwards. There was expressed concern because the device displayed shows <1 % vp, set vvi with the lower rate limit of 40, and thresholds of 2.5v at 0.4 ms however, the battery percentage showed 103% and expected the consumption to be less than 100%. Technical services discussed performing an x-ray for lead issues and a save to disk to further evaluate the device's consumption. No adverse patient effects were reported.